Event description:
Boston scientific ultrasound ivus catheter stopped working during procedure. Did not obtain the comprehensive information that we wanted from the device and had to rely on other measures of procedural success including angiography.